Manufacturer narrative:
E1 address: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the basket of an ncompass nitinol tipless stone extractor was found "broken" prior to a right transurethral ureteral/renal pelvis laser lithotripsy procedure. The issue was discovered during functional testing of the device and the device was not used on the patient. A new basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and g codes). Investigation ¿ evaluation. It was reported, the basket of an ncompass nitinol tipless stone extractor was found "broken" prior to a right transurethral ureteral/renal pelvis laser lithotripsy procedure. The issue was discovered during functional testing of the device and the device was not used on the patient. A new basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One prior to use ncompass nitinol tipless stone extractor was returned to cook for evaluation. Upon visual inspection, a kink was noted in the basket sheath approximately 1.5 cm from the distal tip and the basket formation showed damage and stretched wires. A functional test was performed and the handle did not open or close the basket formation. After the handle was taken apart, the basket still could not be moved, but the basket assembly was able to be removed from the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded discrepancies relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (investigation conclusions-annex d). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.